Event description:
Clear fluid was in the pump pocket. Dye studies were done in the past because of the fluid. The pt had no other symptoms. A dye study was performed on (B)(6) 2010, using CT and the dye was seen collecting around the pump. Pump pocket exploratory surgery was performed on (B)(6) 2010. The pump contained baclofen, the dose and concentration of the drug were not known by the reporter. The findings/actions of the surgery were not known by the reporter. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).